Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Surgery to explant the pt's c1 device is to be scheduled.